Event description:
Use of argon pac tray/5 8f catheter introducer tray lot # unk, was placed in a central venous vessel during a vascular procedure. Post operatively, the pt was transported to ICU for typical observation. During the course of normal intensive post operative nursing care, the most distal luer coupling of the afluent line connection of the device was removed and significant pt central venous blood was discharged via the catheter. The device is a 2 piece unit with the hemostasis valve in the removable coupling (typically referred to as a "cordis" in the medical industry). There is no component of the device to prevent this from happening.